Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights, volista access. As it was stated, handle detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with one of our surgical lights ¿ volista access. As it was stated, handle detached from the device. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. According to the information provided by getinge technician, parts which had fallen off were replaced with new items. It was established that when the event occurred, surgical light did not meet its specification, since handle detachment could be considered as a technical deficiency, and in this way the device contributed to the event. The provided information indicate that upon the event occurrence, the device was not being used for patient treatment. When reviewing reportable events for this type of issues we were able to establish that the received incidents are occurring at very low ratio. We have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. As stated by the subject matter expert at manufacturing site, the circlips fitted on the qlcs adaptor broke, hence the qlcs device couldn¿t be locked anymore. So far, the reason of this circlips breakage remains unknown because it is dimensioned for the strength applied on it and no oxidation can occur at this location. Furthermore this is isolated case. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.